Event description:
It was reported that the "c-arm has moved down and cannot be raised." The c-arm drives automatically to the down position. No injury reported. A field engineer was dispatched to the site and determined that the left footswitch c-arm down button was sticking. Once the footswitch was replaced the system was working as intended.